Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was found to be pulled back. As a result, a lead revision was performed. Thirteen days later, an alert was received that the right atrial automatic threshold (raat) was greater than the programmed output or suspended. The device was noted to be programmed to trend mode at a ra output of 3.5 volts. The patient was indicated to receive no ra pacing therapy. Boston scientific technical services (ts) reviewed the lead trend data and noted a failed raat test due to a low evoked response (ER). Ts discussed how ER is measured with the healthcare provider (hcp) and provided guidance to consider programming a fixed ra pacing output if the raat continues to fail due to low ER. The lead remains in-service. No additional adverse patient effects were reported.